Event description:
It was reported the pt expired. The cause of death is unk. The death was reportedly unrelated to the implanted system. The drug used in the pump was hydromorphone 3.0 mg/ml at a dose of 1.7477 mg/day and bupivacaine 25 mg/ml (dose not reported).